Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that the pump both over and under infused. Mmdg followed up with the initial reporter who stated that this has happened multiple times with the same patient. They provided no other information. [(B)(4)].